Event description:
It was reported that at 41 days post-op, the patient underwent a second surgery. According to the reporter, the patient received a rotator cuff repair in 2009. A few weeks later, the patient fell in his yard. An MRI was performed and revealed that the lateral row implants came out of the bone. At approximately 41 days post-op, the surgeon removed both implants. The patient is currently doing well. Patient weight was requested, but not provided. No further patient information was provided at the time of this report, or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore, device history record review could not be performed. Based on the information provided, the most likely cause(s) of this type of event is post-operative trauma. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.